Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 3 alarm and stopped pumping. The staff reported that when attempts to restart was made, the iabp "gave a horrible sound" and would not restart. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(6) no part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the system error 3 alarm was confirmed by the field service agent. As a result, the field service agent replaced pump assembly. The pump passed functional checklist. If the part or additional information is received at a later date, a full investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 3 alarm and stopped pumping. The staff reported that when attempts to restart was made, the iabp "gave a horrible sound" and would not restart. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.